Event description:
It was reported that during use of left ventricular (lv) lead patient experienced diaphragmatic stimulation. Procedure was performed for lv revision, however attempt to re-position the lead failed. The lv was removed and not replaced. Additional lead placement under consideration. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained of diaphragmatic stimulation and as a result device settings were turned off. Approximately, six weeks later re-position of lv lead attempted but failed and the lead was removed, not replaced. Additional epicardial lead placement under consideration. Subsequently, at a later time a epicardial lv lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.